Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The device was returned with the arteriotomy locator and completely opened polyfoil pouch. No other accessory components were received with the device. Visual inspection revealed that there was a kink at the blood inlet hole of the arteriotomy locator. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor could be seen at the distal tip of the hemostasis sheath. However, the anchor was not posted. There was a cut in the hemostasis sheath causing the anchor to be exposed. The cut in the hemostasis sheath was inflicted by the user as stated in the complaint description. Functional testing was performed and the deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal vip 6fr device pulled out without any resistance when sealing the puncture. The procedure being performed was a percutaneous transluminal angioplasty in the right leg of a male patient. A 6f sheath was placed in the left femoral artery and the procedure was performed crossover. There were no difficulties during the puncture, there were some calcifications present around the puncture site. The step to locate the artery was performed without any complications. During the step to set the seal, the reported event occurred. The physician was not sure if there was anything left in the vessel. In order to be sure, they cut open the device and concluded that the anchor, collagen and suture were still inside the tubing of the angio-seal and that nothing was left in the vessel. Blood loss was less than 250cc's. Manual compression was performed to achieve hemostasis. The patient was reported to be stable and there was no harm. The procedure was successful.